Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error and replaced the usm 1 to resolve the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation, or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator 1(usm) was not moving as it should. The customer reseated the adapter, and changed out the instrument, but issue persisted. The customer stated that this was an ongoing issue. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs, which showed error 22020 occurred against usm 1. The site continued with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the complaint regarding issues with usm 1 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Error 22020 was confirmed as having occurred in the field via logs, and replicated. The unit was tested on an in-house system in normal mode where it triggered error 22020. Unit was also tested on a pftp where it failed carriage strength and carriage friction, which both failures point to dof 6. As a fix, dof 6 gearbox and dof 6 rotor will be replaced.

Event description:
Refer to h10/h11 for follow-up information.